Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the 40ml pump was explanted and replaced with a 20ml pump due to a spontaneous erosion of skin at the lateral edge of the pump. There was no breakdown, exposure or infection. Perioperative antibiotics were administered. The patient did not have meningitis. The device system was used to deliver lioresal. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.